Event description:
Father reported the "diet specialist" and "diet counselor" believe the piston rod is damaged and that the insulin delivery of the infusion device is too low. This had been an ongoing concern for the past 2 weeks, and the pt went to the hospital for consultation but did not receive treatment. Her blood glucose elevated above 500 mg/dl, and she delivered insulin via the infusion device. The infusion headset is changed every 2 days and the tube every 3 days. Pt did not have an infection or start new medication, and she felt "fine" at the time of the report. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.